Event description:
It was reported that low flow was observed with flow rate as 1.0l/m in the arctic sun device when they came back. Patient was put back on old machine with new pads. Unfortunately, they only had large pads left but patient needed small pads. Nurse only hooked up one pad. Mss explained that the machine would recognize it as not having enough patient coverage. Nurse ended up connecting additional pads and draping the pads over the patient¿s legs. Nurse stated that the flow was now good. Mss instructed the nurse to keep an eye on water temperature. Nurse was given the field assurance number in case they need it to return the first set of pads that were not working after patient came back from computed tomography. Per follow up information received on 29dec2021, user stated that the pads were thrown away and a new set of pads was used. And user stated that no patient injury was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction : d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed to be use related. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect size selected." The product was used for treatment purposes. It was unknown whether the device had met specifications. The failure mode is use-related, specifically incorrect product selection' with a root cause of 'use of incorrect size of gel pad.' The device was not returned for evaluation. A device history record review was not required because the investigation was confirmed to be use related. The instructions for use were found adequate and state the following: ¿warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: ¿ federal law restricts this device to sale by or on the order of a physician. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. ¿ the arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ do not allow circulating water to contaminate the sterile field when lines are disconnected. ¿ the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ the arcticgel¿ pads are only for use with an arctic sun® temperature management system. ¿ the arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ discard used arcticgel¿ pads in accordance with hospital procedures for medical waste¿ correction: d. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that low flow was observed with flow rate as 1.0l/m in the arctic sun device when they came back. Patient was put back on old machine with new pads. Unfortunately, they only had large pads left but patient needed small pads. Nurse only hooked up one pad. Mss explained that the machine would recognize it as not having enough patient coverage. Nurse ended up connecting additional pads and draping the pads over the patient¿s legs. Nurse stated that the flow was now good. Mss instructed the nurse to keep an eye on water temperature. Nurse was given the field assurance number in case they need it to return the first set of pads that were not working after patient came back from computed tomography. Per follow up information received on 29dec2021, user stated that the pads were thrown away and a new set of pads was used. And user stated that no patient injury was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was transported to computed tomography (CT) and low flow had occurred on the arctic sun device. The user went through all troubleshooting steps and switched out the device before changing the arctic gel pads.